Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The nurse call functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account turned on the nurse call system to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the beds nurse call is not working. The bed was located at the account in med-surg. There was no patient/user reported. This report was filed in our compliant handling system as complaint # (B)(4).